Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that a patient had erythema, redness, and eschar under the chg gel pad. Antibiotics and IV fluids were being administered via cvc in l. Subclavian. The dressing was exposed to diaphoretic moisture. The catheter was removed due to the skin reaction and a topical antibiotic was applied to the skin area. On behalf of the patient, there was no complaint of pain or itching, and the patient's current status of the skin reaction was reported as healed.